Manufacturer narrative:
A review of the mfg paperwork could not be performed as the lot number was not available. Refer to the following medwatch # for the report involving the conformable gore tag thoracic endoprosthesis: 2017233-2013-00010.

Event description:
On (B)(6) 2012, the pt underwent treatment of a distal thoracic aortic aneurysm with a conformable gore tag thoracic endoprosthesis. It was reported that the device was implanted with no issue intentionally covering the celiac artery. During angioplasty of the proximal seal zone with a gore tri-lobe balloon catheter, the pt's aorta ruptured. It was reported that the pt's aorta was very thin and friable. An attempt was reportedly made to convert the pt to open repair, but the pt expired. It was reported that the cause of death was the rupture. An autopsy was not performed, and the devices remain implanted in the pt.